Event description:
A customer reported to baxter china that prior to use the foam sponge fell out from the cap after opening the pouch. There was no patient involvement.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The problem was not confirmed, no assignable cause could be determined.